Manufacturer narrative:
Concomitant products: product ID 37602 lot# serial# (B)(4)implanted: (B)(6) 2013 explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s left ins is at the elective replacement indicator (eri) and the right ins was at end of service ( eos). The patient saw their healthcare provider (hcp) the week prior and they were told the inss would have to be replaced soon. The caller stated the patient¿s hands, arms and legs are paralyzed. The caller was redirected to discuss the symptoms with a healthcare provider (hcp), and was sent physician listings to find a local hcp to replace the inss. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10